Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 5 had failed. A field service engineer (fse) inspected the drawer and found that the rail was damaged which also caused the open or close sensor to malfunction. The fse replaced both the rails and the sensor then tested the drawer using the hardware test application mode and verified proper operation through test results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer rebooted and recovered the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.